Event description:
A physician reported a pt who was treated on 6 march 97 in the upper and lower vermilion borders. A few minutes after treatment, the physician noted a bruise at the upper vermilion border treatment site. On 7 march 97, the bruise became darker in color, tender to the touch and swollen. On 8 march 97, tiny "white blisters" developed at the site and was described by the pt as looking like a "fever blister". On 10 march 97, the bruised appearance was improved but remained erythematous. There was no sign of crusting, however the pt continued to apply self-prescribed zovirax cream to the site and the physician belived a crust may have formed if the site had not been kept moist. The physician believed the event was related to a vascular incident. No medical or surgical intervention was prescribed. On 31 march 1997, a small amount of scarring was noted up info rec'd on 25 september 1997 indicated that the pt was seen on 6 august 97; excision of scar at vermilion border was performed.